Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer error occurred. There was no patient involvement. According to the information provided by the technician, the device failed pressure transducer test during pre-use check. The pressure transducer printed circuit board was check and it has been replaced. Identification of issue has been done by analyzing problem description and the device¿s logs. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.